Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative calibrated the ma connection circuit and calibrated the filament. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a high ma error message. No patient injury was reported.